Event description:
The contact stated, that she tested her daughter's blood glucose using her contour meter and a competitor's meter. The contour read 22 and 28mg/dl, while other meter read 125 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer used the last test strips that gave the low results, so no product is available for evaluation.